Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported, that an occlusion alarm occurred. And that a cartridge alarm 1 occurred during bolus. The customer's blood glucose level was 147 mg/dl. A cartridge change was performed resolving both issues.